Event description:
The customer reported that the 9900 system locked up with a communications error during a case. The 9900 system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive, generator interface board, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.